Event description:
When I was (B)(6) my partner and I decided we did not want to have any more kids. I went to my ob who referred me to (B)(6) to get the essure procedure which was completed on (B)(6) 2009; I got a test completed 3 months later to verify that the essure was placed correctly. In (B)(6) of 2009, I told my ob about the pain and started to have and heavy period which I was told it has an association of me not having a period of 5 years due to the birth control. She also offered add'l birth control as the pill or the shot which at the time I would advise my doctor about the issues, and she would say okay we will keep an eye and see if it gets worse. I also saw my primary in occasion who also advised it was normal to be more sensitive due to age and period cycles. In (B)(6), I had real bad lower back and thigh pain I was unable to get up from bed for 3 days straight I did not go to work for 2 weeks. I decided to make an appointment with a chiropractor to try to fix the problem of my lower back that was just constant and during the month it is fine but when I get my period it is horrible cramp and my left thigh hurts and fall sleep I have heavy period that sadly I had to leave work to change clothing. I am unable to do exercise and other things that I was able to do; I would be the person in my home that could rearrange, carry heavy things, drive for more than in half hour without stopping. I had my yearly check up on (B)(6) 2015 when in the middle she was not pleased with my tenderness. I advised it was getting worse to even have sexual intercourse due to the pain again. Doctor advised it could be numerous things not once mention about a problem with essure.